Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. Follow up was conducted and confirmed that the ipg had reached end of life (eol). The patient was to decide if they wanted to have the ipg replaced. The ipg remains implanted at this time. No patient complications have been reported as a result of this event.